Event description:
During the atrial fibrillation procedure, pericardial effusion occurred during the transseptal puncture. The patient became hypotensive and an effusion was diagnosed with an ultrasound. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.